Manufacturer narrative:
In addition to b5, the following defects were found during device evaluation: poor brush insertion due to cleaning caused by crushing forceps channel. Bending rubber stretched and sticks to the protuberances and hollows on the skeleton of the bending section. Defects of the eyepiece section due to physical stress and chemical stress. Defects to the control body due to physical stress and chemical stress. Broken fibers. Defects of the insertion tube. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer contacted olympus to report insufficient or incorrect reprocessing of the tracheal intubation fiberscope. No additional details have been provided. After the device was returned to olympus for evaluation, the repair center found the coating on the tube was peeled more than 1mm which is also a potentially adverse event. There was no report of patient harm associated with this report.

Event description:
Additional information indicates a brush insertion failure on washing due to forceps channel collapse. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be identified; however, it was most likely due to usage stress, external factors, or handling. Olympus will continue to monitor field performance for this device.